Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, defective image. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that a foreign matter came out of suction channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: nozzle has foreign objects; due to clogging of suction tube in universal cord, foreign objects come out of suction port; due to damage on upwards/downwards knob, water tightness is lost; adhesive on the bending section cover or distal sheath rubber has a chip; adhesive on the bending section cover or distal sheath rubber has a crack; adhesive on the bending section cover or distal sheath rubber has white-clouded area; suction connector is dirty due to water leakage; forceps elevator knob is deformed; due to clogging of suction tube in universal cord, foreign objects come out of suction port; image guide has a scratch; switch3 has a scratch; switch4 has a scratch, switch4 has a wear; adhesives around objective lens has white-clouded area; adhesives around light guide lens has white-clouded area; plastic distal end cover has a scratch; and connecting tube has a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. There were no abnormalities in the accessories used for reprocessing. The endoscope was not pre-soaked in the detergent solution. The instrument channel was wiped/brushed with clean lint-free cloths, brushes, or sponges. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. [Inspection of the suction function] 1. Depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. [Inspection of the instrument channel] 1. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2. Confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.